Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was able to verify the loss of graphic user interface (gui) communication and the resume of gui communication alert logged in the ventilators memory. The se was unable to duplicate the loss of gui display. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, "respiratory therapy reports that while in ICU patient's room to do a vent check and checking equipment lines to see if hooked into wall properly (no equipment touched) pb980 vent screen went black and was not ventilating patient. Therapist proceeded to bag pt and called to get a replacement vent in room." The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.